Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had frozen display. The customer¿s blood glucose was 189 mg/dl. Customer stated buttons were not working. Customer reported the time clock was not advance. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.